Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that hat they have a policy that the patient's device be put into MRI safe mode because this exact same thing happened to me about a month ago", that a patient's stimulator was turned off and when she took the patient into the MRI room it pulled, and started hurting, she pulled the patient out real quick, the patient was perfectly fine, but since that happened they have a MRI policy that the patient had to "be put on MRI safe". It was reviewed that the interstim devices do not have an MRI safe mode and guidelines state the interstim device should be turned off during MRI.